Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during unpacking and preparation of the 3.0x15 nc trek rx dilatation catheter, the yellow protective sheath could not be removed. The device was not used and there was no patient involvement. Another nc trek rx dilatation catheter was used in the procedure. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty to remove the protective sheath was able to be confirmed. There were two bends in the hypotube 1cm and 5.8cm distal to the strain relief tubing. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to the difficulty with removing the protective sheath appear to not be related to a manufacturing issue, but due to normal variation found in manufacturing, as the occurrence rates for this size of balloon are within the expected rate in the product risk assessment. The performance of these devices will continue to be monitored.